Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a full height drawer 5 off bus with no diagnostic leds illuminated. The field service engineer replaced solenoid, drawer controller and retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported by the customer that a pyxis medstation system had a main full height drawer off bus. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a main full height drawer off bus. As per part investigation, it was determined that there was an electrical damage on the drawer controller board which produced thermal damage on the solenoid part. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/correct information: b5, d1, h4, h6, h11. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 12-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report that the drawer was off bus was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: verified reported issue. Noted full-height drawer 5 off bus with no diagnostic light emitting diode (led) illuminated. Diagnosed issue to failed drawer latch solenoid. Replaced solenoid, drawer controller board, & retractor band cable assembly due to physical appearance. Tested operation in hardware test application diagnostics and application with no issues noted. Visual inspection of the received solenoid observed thermal damage along the part. Electrical measurement of the solenoid noted the component to be shorted. Visual inspection of the received drawer controller board observed no issue; however, electrical measurement of the board noted a component to be shorted. Shorted board and solenoid components are one of the symptoms of the issue of a station drawer being off bus. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d).